Manufacturer narrative:
Investigation summary: bd received 10 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was foreign matter in the tube(s) biological and non-biological. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, there were small black spots found inside and outside the tube.